Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. No sources of high current were found throughout testing. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that the device exhibited premature eri. The device checked out fine on (B)(6) 2011. The patient was later seen in the ER after receiving a vibration alert. The device was explanted and replaced.